Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was placement difficulty with the lead during implant attempt and that the spiral rotation of the lead was not sensitive. The lead was attempted, but not used and a different lead was implanted. No patient complications have been reported as a result of this event.